Manufacturer narrative:
The subject 3dv-190 returned to olympus medical systems corp. (Omsc) for evaluation. Olympus will investigate the subject 3dv-190 to determine the cause of this phenomenon from now on. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified therapeutic procedure with the 3dv-190 and two unspecified monitors, the endoscopic image displayed on one of the two unspecified monitors disappeared for a moment. After that, the endoscopic images displayed on both of the two unspecified monitors disappeared for a moment. The user replaced the subject 3dv-190 with an unspecified similar 3d system and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject 3dv-190 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following things. The reported phenomenon that the endoscopic image disappeared for a moment was not reproduced. The subject 3dv-190 was checked and there was no abnormality. Omsc checked the device history record of the subject 3dv-190, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical system corp. (Omsc) confirmed the two cv-190s which were used in combination with the referenced 3dv-190 and found that there was a mark of dropping water inside the video connector socket of the cv-190s. Therefore omsc concluded that this phenomenon was attributed to the abnormal conduction between the cv-190 and the endoscope connector due to dropping water, furthermore the referenced 3dv-190 had no abnormality. Because dropping water got dry, it was thought that the phenomenon was not duplicated. There was the possibility that the adherence of dropping water to the video connector socket of the cv-190 was attributed to the inappropriate user handling. Olympus stated the appropriate handling of the devices in the instruction manuals.